Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. A revision procedure was performed where upon removal a large insulation issue was seen between the proximal pole and the suture sleeve. It was noted that there was no suture material at the point noted during explanation. The patient also reported no trauma to the thorax region. The insulation issue and a fracture were able to be visualized upon review of the x-ray post procedure. The electrode was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. The impedance measurement was high at 129 ohms. A revision procedure was performed where upon removal a large insulation issue was seen between the proximal pole and the suture sleeve. It was noted that there was no suture material at the point noted during explanation. The patient also reported no trauma to the thorax region. The insulation issue and a fracture were able to be visualized upon review of the x-ray post procedure. The electrode was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected. Visual examination determined the fracture was located approximately 317 mm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclical fatigue at the fracture site. The fracture, insulation damaged, oversensing, inappropriate shocks, noisy signals, shock impedance high, and electric shock allegations noted in the field were confirmed based upon visual examination. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.